Event description:
The customer reported that the unit would unexpectedly shutdown and reboot.

Manufacturer narrative:
The customer reported that the unit would unexpectedly shutdown and reboot. Philips evaluated the unit, and verified the reported failure. Replacement of the processor pca resolved the reported issue. We are considering this failure a malfunction of the processor pca.